Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with control solution. This complaint is being reported because the alleged inaccurate control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.